Event description:
It was reported that the user¿s pump indicated a glucose value in the mid¿60s mg/dL after a breakfast drink, the user was initially unable to confirm with a fingerstick while driving, and a later fingerstick at home showed 64 mg/dL which the user treated with juice; the user uses a Dexcom G7 15¿day sensor and no device component issue was identified, with the cause of the event unclear. Symptoms included hypoglycemia without reported associated low¿glucose symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.